Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was mistakenly implanted past its use by date. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was mistakenly implanted past its use by date. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed due to an update with the evaluation method, results and conclusion codes.